Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a partial knee replacement today my hand piece stopped working. The magnet is missing and will not work now. Attached is a photo of the part with serial number on it.

Manufacturer narrative:
Reported event: the event reported that a partial knee end effector's magnet was found missing from the trigger. No harm was reported. Device evaluation and results: visual inspection shows that the magnet was missing from the trigger. Device history review: review of device history records show that 62 of 63 device were accepted into final stock on 07/12/2016 with no reported discrepancies. (B)(4) pertained to s/n (B)(4)for logo / marking legibility and the part was dispositioned for scrap on 07/13/2016. This nonconformance was unrelated to the alleged failure. Complaints history review: review of complaints for p/n 111758, l/n 19470615 within the trackwise database show five (5) other complaints related to the failure in this complaint. The pr's are (B)(4). Conclusion: the failure was confirmed. Corrective action / preventive action: nc 1454143 has been closed for the failure mode of magnet disassociation exceeding the acceptable occurrence rate. CAPA 1454425 has been initiated for the failure mode.

Event description:
During a partial knee replacement today my hand piece stopped working. The magnet is missing and will not work now. Attached is a photo of the part with serial number on it.